Event description:
The customer contacted Stryker to report that their device's buttons were no longer functioning properly. As a result, the device may be unable to perform automatic CPR on a patient, if needed.There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's cover to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.